Event description:
It was reported that multiple cartridges were leaking from an undefined location. The customer¿s blood glucose (bg) was in the 600 mg/dl range. Customer received assistance from a nurse at the hospital to change the pump supplies. Customer was not at the hospital for bg issues. Customer addressed the elevated bg with a correction injection by manual insulin therapy. Customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.